Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that there was oversensing observed on the right atrial (ra) channel of this pacemaker system. Boston scientific technical services (ts) reviewed device strips, and determined the clinical observations were related to the minute ventilation (mv) oversensing. The feature was deactivated by the signal artifact monitor. In addition, high impedances measurements measuring greater than 3,000 ohms were noted in both the right atrial and right ventricular channels. There was no inhibition noted. Boston scientific technical services discussed troubleshooting. No adverse patient effects were reported. This product remains in-service.